Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed external and internal damage consistent with mis-handling, including main switch wire damage. Component root cause could not be firmly established due to the observed damage. The main switch was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.